Manufacturer narrative:
(B)(4). G2: foreign - event occurred in united kingdom. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during an unknown time, the unit was in need of repair as it was still skipping while in use. It is unknown if a patient was impacted or if a delay occurred. Due diligence is complete as no further information is available.